Manufacturer narrative:
Investigation of the event determined a general assay or instrument issue was not likely. Based upon information provided, it was determined a new order label may have been placed on the incorrect sample container. It was concluded the erroneous result might have been caused by operator error, specifically, sample tube mix-up on the first rerun. No adverse events were reoprted by the customer.

Event description:
The customer received questionable intact human chorionic gonadotropin + the ss-subunit (bhcg) results for one patient sample. The initial result was 0.1 miu/ml (accompanied by a data flag). The sample was repeated on the same cobas 6000 e601 module and recovered 195.3 miu/ml. This result was reported outside the laboratory. The physician's office contacted the laboratory to inform them that the patient was not pregnant and questioned the reported result. The customer repeated the sample again on the same cobas 6000 e601 module and recovered 0.1 miu/ml (accompanied by a data flag). The sample was sent to a reference laboratory for confirmation and the bhcg result was negative (the specific value was not provided). No adverse events have been alleged regarding the discrepancies. The bhcg reagent lot number was not provided. The customer believed the wrong sample was placed on the system and processed for this patient identification number (ID). The tech that processed the sample did not believe she manually entered any results but may have sent the barcoded sample through the analyzer again.